Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: investigation summary: device/batch history record review: a review was not conducted because a lot number was not provided. Observations and testing could not be performed because units were not provided for investigation. Units were not provided for evaluation and testing of this incident. Investigation conclusion: confirmation of the defect stated in the product incident report could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. This incident is indeterminate. Unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Root cause description: units were not provided for this incident therefore the defect could not be identified and root cause could not be determined.

Event description:
It was reported that blood leaked from the white cap of a bd pegasus¿ safety closed IV catheter system during use. No injury or medical intervention.